Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. The investigator was unable to replicate the customer reported product problem. The software was replaced as a preventive measure. Other issues were found and repaired on the device. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump lost its programming due to battery dying. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Information was received on 21-apr-2020 indicating event date and patient information.